Event description:
A nurse has reported that dialysis solution was leaking out of the tubing set and causing the pt and his sheets to be wet. Pt was in drain one of six. The pt connection was tight and was not the source of the leak. Rn was not able to identify the origin of the leak. There is no report of pt ill effect. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. A device history record was not able to be performed with minimal device and pt info provided at this time. Pt info was unable to be obtained and a product shipping records were unable to be reviewed to determine what may have been shipped to the customer.